Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. There was no reported adverse impact to the customer's blood glucose level. Tandem customer technical support instructed customer to remove the o-ring and load the cartridge. Customer understood and acknowledged.